Manufacturer narrative:
Calibra has been unable to request return of the product at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the patient reported that the device became stuck inside the inserter during insertion. It was stated that when the inserter was pulled away from the body, the device remained inside the inserter and insulin leaked out. Allegedly, the patient did not reuse the device and inserted another device successfully. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the device became unusable.